Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures and replace battery alert. Customer's blood glucose level was unknown. Customer received a low battery alert prior to the replace battery alert and pump error was occurred during self test. Customer was able to clear the alarm and able to complete insulin pump rewind. Fill cannula was recorded in daily history. Customer was advised to perform self test and self test did not pass, customer performed self test second time and test was successful then insulin pump had pump error hardware low level failures twice. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and failed active current measurement, sleep current measurement and received unexpected battery power loss due to corroded battery tube from moisture exposure. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly.